Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self-test. The pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to physical damage to case. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The pump was received with missing serial number label. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they still received change battery within 30 minutes. The product was returned for analysis.